Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site since implant regardless of stimulation being on or off. Reportedly, the patient feels a 'burning' sensation at the same site while recharging; however, the issue subsides after charging. Follow-up identified the issue persists. Surgical intervention may be pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the entire scs system was explanted. A company representative was not present for the case.